Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The event report alleges the product was used in a surgical procedure. Inspection of the first device noted disrupted timing and a protruding tack. The instrument was fired and the remaining tacks deployed but did not seat properly. There were no visual or functional abnormalities with device two. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. No enhancements or improvements were generated for the reported condition. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during a procedure, the device would not apply the tacks.